Event description:
It was reported that the estimated remaining longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) had decreased from 30% remaining to 14% remaining. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.

Event description:
It was reported that the estimated remaining longevity of this subcutaneous implantable cardioverter defibrillator (s-ICD) had decreased from 30% remaining to 14% remaining. Boston scientific technical services (ts) performed a data analysis and noted a premature battery depletion; device replacement was recommended, and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported.